Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not working correctly. Called stated that it was alarming motor error and was not delivering the insulin correctly. Caller stated that the customer has to go back and calculate the remaining amount needed and deliver it manually. Nothing further was reported.